Event description:
As reported to coloplast, though not verified: on or about (B)(6) 2023, the patient underwent a surgical procedure to treat her stress urinary incontinence during which her physician implanted a coloplast mid-urethral atlis sling mesh. Patient subsequently suffered complications associated with the altis, including but not limited to, pelvic pain, protrusion, extrusion, erosion, urinary issues, infection, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, neuromuscular problems, and difficulty with daily activities, which ultimately required surgical intervention and partial removal of mesh on (B)(6) 2023. As a result of these life-altering and, in some cases, permanent injuries, patient has suffered 'severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation of altis.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.